Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported postoperative infection for several years following an intraocular lens (iol) implant procedure. Additional information was provided by the patient, who reported that the eye has been showing chronic inflammation, blurry vision, there are dead cells in the posterior part of the eye, the vitreous is cloudy, eye pain and headaches. The lens itself has microparticles. Additional information was provided by an ophthalmologist, who reported that the patient has developed vitritis left eye, decreased vision x 1 year, dense white material inside the capsular bag, cloudy vitreous, 3+ cells with numerous larger round clumps just behind iol, posterior vitreous detachment, central vitreous floaters. According to the assessment and plan provided by the ophthalmologist the patient has vitritis left eye only. Does have some capsular plaque but p. Acnes would be extremely unlikely so many years (12) after cataract extraction, and there is absolutely no anterior segment inflammation evident. Patient is concerned that he is having an allergic reaction to the iol, but again this would be extremely rare. More likely this is an immune posterior uveitis, which fits with the barely discernable pale patches inferior to the macula. An infection is possible as is lymphoma. Despite not having ruled out an infection, recommends a trial of oral steroids and will recheck in 2 weeks, or prn worsening. The patient likely has mild anisometropic amblyopia left eye, as acuity was never better than 20/40 left eye.